Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode during a routine check. Subsequently, this device was explanted and replaced with a compititor. No additional adverse patient effects were reported. This device will not return for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode during a routine check. Subsequently, this device was explanted and replaced with a competitor. No additional adverse patient effects were reported. This device will not return for analysis.